Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage (lv) electrode of the lead was covered in blood. The analyst noted that there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) occurred due to non-sustained ventricular tachycardia (vt) and high short interval counts (sic). There was also high threshold associated with the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and v-sic (ventricular sensing integrity counter). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Three thousand one (3001) lifetime v-sic are recorded beginning (B)(6) 2014. There are three non-sustained tachycardia and three lead failure predictor events of less than 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.